Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited high capture thresholds. The lead was replaced; it is unclear if the lead was capped or replaced. The patient was feeling well before and post surgery.